Manufacturer narrative:
Info provided to leica biosystems by the complainant indicates that a use error occurred when the reagent in bottle 3 (ethanol) was replaced in response to an error code, which indicated that a protocol could not be scheduled because the required minimum reagent concentration for ethanol of 98% was not met by the reagent in bottles 3-10 inclusive designated for <ethanol>. Although 70% ethanol has been used to fill bottle 3, a user incorrectly affirmed in the instrument software that the default concentration of 100% was to be set when resetting the properties of this reagent station at 16:44pm on (B)(4) 2013. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, reagent stations of increasing concentration are used for succeeding proceeding steps of a reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 3 containing 70% ethanol was used for the final dehydration step in a total of five (5) protocols. However, the required minimum final reagent concentration for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps resulting in sub-optimal tissue processing. However, sub-optimal tissue processing was reported by the complainant from two (2) of the five (5) protocols only for which bottle 3 was used for the final dehydration step.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from two (2) runs comprising a total of 262 cassettes containing gastro-intestinal biopsy, uterus and placenta samples. The complainant described the affected tissue samples as dry and brittle following processing, and advised that re-processing of the affected tissue samples was required. As of (B)(6) 2013, info as to whether the tissue samples exhibiting sub-optimal processing were diagnosable has not been provided to leica biosystems.